Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Five days after the onset of event, the patient was hospitalized. On the same day as the onset, the patient was treated with vancomycin (2gm, ongoing), ceftazidime injection (1gm, ongoing) and tobramycin injection (40mg, ongoing) for the event. The patient was discharged 17 days after hospital admission. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.